Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end of metal cap; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer flow tubing exhibits no signs of melting at the break; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure; at 100 joules and 1 min of use; 'fiber port overheating, try another fiber'" message on console was noted. The tip (cap) was not cleaned during the procedure. The procedure was completed using the second surgical fiber. Patient outcome: no patient injury was reported.